Event description:
It was reported that the patient experienced persistent hyperglycemia despite insulin delivery, with a highest blood glucose of 457 mg/dl and sustained readings above 180 mg/dl for approximately nine hours, including alerts above 300 mg/dl for over 90 minutes; the patient performed a supply change with prefilled cartridges and a 23-inch 6 mm infusion set, after which glucose began to decrease. Symptoms included none reported such as thirst, dizziness, loss of consciousness, or dka. Outcomes included no professional medical intervention, no ketone testing, and no need for assistance. Investigation included a troubleshooting call and follow-up to assess response after the supply change. Investigation of this case revealed that the cause of hyperglycemia was unclear, and the device did not generate additional alarms beyond high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.